Manufacturer narrative:
No patient involved. Product received date is an estimate. The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the centrimag motor triggered the ¿motor fail¿ and ¿motor drive fail¿ alarms during setup of the centrimag system at a hospital and subsequently could not be used. Exchanging the motor resolved the problem. The problem was reproduced at (B)(6) facility. No patient was involved. No additional information was provided. This event was previously not reported due to no patient involvement. Abbott made the decision on july 13, 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.